Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter and roller were worn, the handle was damaged, the unit was out of calibration, and the sideplates needed to be updated. The cutter, roller, handle, and sideplates were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this complaint is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that the expansion plate barely passes through the expander without being able to pass the graft. When the skin is completely torn. The handle of the expander drops. This event occurred during surgery and there was a 16 -30 min delay while the patient was under anesthesia. No adverse events were reported as a result of this malfunction.